Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an adrenalectomy procedure, while attempting to fire the device with a white reload, the stapler would not complete a firing; the firing trigger broke. It appeared that some of the drives had been initiated. The case was completed using another device. There were no patient consequences reported.